Manufacturer narrative:
Updated report to reflect a therapy pca board issue. Not a capacitor issue. The customer requested, that an authorized service personnel (asp), be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty therapy pca. Therapy pca was replaced. And the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device capacitor is testing below specification. There was no reported patient involvement.